Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a normal battery depletion replacement. While the left ventricular lead was being extracted, the insulation of the lead was damaged. Additionally, it was noted that the lead pin got stuck in this cardiac resynchronization therapy defibrillator (crt-d) header. The pin was able to be retrieved, however, it was decided to cut the lead and surgically abandon it. Another device system was implanted instead and further discussion of a therapy upgrade in the future was performed. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that, during a norma battery depletion replacement. While the left ventricular lead was being extracted, the insulation of the lead was damaged. Additionally, it was noted that the lead pin got stuck in this cardiac resynchronization therapy defibrillator (crt-d) header. The pin was able to be retrieved, however, it was decided to cut the lead and surgically abandon it. Another device system was implanted instead and further discussion of a therapy upgrade in the future was performed. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.